Manufacturer narrative:
Customer quality reviewed the returned x-ray. Based to the received we are abel to confirm, that's on the x-ray a broken plate visible. We could not confirm exactly how this complaint occurred, as no material received. Complained issue could not be replicated based on the available information "broken plate explanted, and all screws in-tact and removed successfully, hospital discarded as new policy hospital unable to decontaminate explanted implants." Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not provided for reporting. Additional product code: hwc. Original implant date was sometime in (B)(6) 2017, exact day unknown. Therapy date was sometime in (B)(6) 2017, exact date is unknown. Reporters phone number: (B)(6). Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 22-dec-2014. Part #: 02.211.232, lot#: 7881423 (non-sterile) - 2.4/2.7mm va-lcp first mtp fusion pl/sm/5 deg/right. Quantity (B)(4). Component part no: 14087 lot 7659295 was reviewed. Raw material receiving/put away checklist meet requirements. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that jnj rep attend a revision of a broken mtp fusion plate 21. (B)(6) 2017 at a hosptial. Original implant date, sometime in (B)(6) 2017, exact day is unknown. The surgeon advised at the time of the revision case on 21. (B)(6) 2017, the case was only booked as a routine removal of plate and screws and for right ehl lengthening. The surgeon noticed that during the removal procedure, the plate was broken and patient had a fibrous non-union. Surgeon reported that patient had not complained of any pain at mtp site. As mtp had not united surgeon revised broken implant for new va-lcp mtp fusion plate and screws. Revision went as planned. Broken plate explantation not available, the hospital discarded as new hospital policy. Therefore was not unable to decontaminate explanted implants. All screws were in-tact and removed surgery was successfully completed. This complaint involves one part. Concomitant parts reported: the 1x unknown screws, part 02.211.0xx lot unknown. This report is 1 of 1 for (B)(4).